Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a suction catheter. The customer reports that when suctioning, catheter seperated at the hub and fell into the patient, catheter fell a part. They have found kits with valve already seperated.

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation results will be forwarded.